Event description:
On may 25, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had an "error 5" issue. The medical surveillance specialist (mss) spoke to the patient on june 2, 2009, and was able to obtain/verify information. While speaking to the mss, she alleged that the meter had also read inaccurately high. The patient tests her blood glucose more than 4 times a day. Prior to visiting her doctor in 2009, the patient was taking 75/25 insulin, as well as sliding-scale humalog insulin based on her meter readings. After the doctor's visit, the patient was prescribed metformin and 50/50 insulin. The 75/25 insulin regimen was discontinued. The sliding-scale humalog insulin regimen was not modified. The patient indicated that the alleged "error 5" issue started sometimes in 2009 at around 4:30 pm and was intermittent. Although the patient got the "error 5" message occasionally, she just retested until she was able to obtain a blood glucose reading. However, the patient felt as though the meter also started reading inaccurately when the "error 5" messages started to appear. At about 2 days later, the patient obtained an unspecified "high reading" around 7:30 am. Based on the "high reading," the patient took her set dose of 75/25 insulin and proceeded to take a prescribed sliding-scale dose of humalog insulin. The patient also ate a little less for breakfast and lunch because of the high reading. Around 4:00 pm that same day, the patient claimed that she developed symptoms of shakiness. She attempted to test her blood glucose at that point but encountered the "error 5" message a couple of times. The patient administered self-treatment by eating food which helped to relieve her symptoms. An unknown time later that day, the patient claimed that she developed symptoms of high blood glucose from eating too much food when she administered the self-treatment. The patent said she had a hard time waking up and was dizzy. She remembered testing her blood glucose and getting another unspecified high reading. According to the patient, her meter also displayed the "ketones' message. According to the owner's manual, a "ketones?" Message will appear for blood glucose levels above "240 mg/dl." At approximately 9 days later, the patient visited her doctor because she was not feeling well. The patient did not provide any specific symptoms as to how she felt. Her blood glucose was tested on a doctor's clinic's meter but she was unable to recall what result was obtained. She did not receive any treatment during the visit. However, the patient's diabetes medication regimen was changed. The patient did not have test strips for troubleshooting the "error 5" issue. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on an inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.